Event description:
The patient was replaced. The explanting facility has disposed of the lead so it will not be returned to livanova. No additional relevant information has been received.

Event description:
It was reported that a vns patient has high lead impedance. The patient experienced a motorcycle accident as he had a seizure while riding the motorcycle. Follow-up from the company representative provided that the high impedance was discovered by the physician on (B)(6) 2016. The impedance value was stated to be high at approximately 6,000 ohms on the first diagnostics, and a second diagnostics test also showed a high impedance value of 8,014 ohms. It was reported that the last known diagnostics value prior was within normal limits at approximately 2,000 ohms. Review of the implant card from the patient's replacement surgery occurring (B)(6) 2016 shows the lead impedance was within normal limits at 3,657 ohms. X-rays were received by the manufacture and were reviewed. A definitive cause for the high impedance observed could not be determined from the images provided. Additional relevant information has not been received to-date. No known surgery has occurred to-date.